Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assemblies. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error and saw a red x on insulin pump. The customer's blood glucose value was unknown. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.